Event description:
According to the reporter, during a bariatric procedure, the customer noticed that the product was defective, had difficulties in toggling, loading, and unloading. A new device was opened in order to complete the case. There was no patient injury involved regarding to the event.